Event description:
A nurse at the user facility reported that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. A vitrectomy was performed. The association between this event and the iol delivery system is not known. Additional information has been requested.